Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent compression fracture surgery at l1 due to metastatic bone tumor. Intra-op, bkp (l1 and l4) was performed to treat the compression fracture attributed to metastatic bone tumor, and posterior fixation was performed at th11, th12, l2, l3 in combination using screw. During l1 bkp, the cement was made with the normally inflated balloon indwelled in the vertebral body and the balloon was deflated at the timing when the cement has an appropriate viscosity, at that time, blood flew back into the ibt syringe. Therefore, the balloon was removed, and when the balloon was visually inspected after removal, it was confirmed that the balloon was broken. The cement was injected after washing the vertebral body. Regarding the bkp at l4, there was no problem in the posterior fixation using screw, and the operation was finished. Confirmation of the fluoroscopic image did not reveal any leakage of the contrast media. The cleaning was performed more carefully than usual, and the procedure was continued, and the procedure was completed successfully. No fragment of the balloon remaining in the patient. There was no delay in overall procedure time. The procedure was completed with the original product. There were no patient symptoms or complications reported as a result of this event.